Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included htn ivda, (B)(6), endocarditis, and ckd. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through the implant patient registry that a 23mm pericardial aortic valve was explanted after an implant duration of two (2) years, six (6) months due to severe aortic insufficiency on aortic root homograft after being on ECMO. The explanted valve was replaced with a 23mm edwards pericardial aortic valve. Per medical records, the patient was found to have aortic valve endocarditis with root abscess and was started on broad spectrum antibiotics prior to the redo avr. Intraoperative cultures and debris were sent and irrigated the site. Overall, all of the reconstruction looked great and there was no sign of any infection. The patient was already on arteriovenous ECMO. ECMO circuit was converted to cardiopulmonary bypass (cpb). The aortic valve leaflets looked intact, but there was clearly some form of tethering that was caused the aortic insufficiency. However, there was no leaflet damage. The 23mm valve was explanted and replaced with a 23mm aortic valve. The valve was secured in the aortic annular position. Echocardiography confirmed that the newly replaced aortic valve was working great. There were no paravalvular leaks. All other reconstruction looked great. The patient was converted back to arteriovenous ECMO from cpb. There were no intraoperative complications. The patient was on significant sedation/paralytic since post operative period due to critical condition. On pod #7, the patient was taken to the or for ECMO decannulation. Upon ECMO removal, the patient had little cardiac function. Due to the severity of the disease, the patient was not a candidate for ECMO replacement. He was on significant amount of vaso-active drugs. The patient expired on pod #7.